Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s settings jump automatically. They stated they have adaptive stimulation enabled and they reset the settings properly to 4.2-4.4 in the reclining position and sit still for 5-10 minutes. It would learn the correct setting and remain for a week or two then it would jump again to 5.0-5.2. The patient stated it was initially set in april and was fine. The patient was redirected to a healthcare professional (hcp) to assess the programming/adaptive stimulation further. No patient complications were reported as a result of this event.